Event description:
The customer contact reported device breakage; subsequently, a leak was noted. On an unspecified date, the tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate. After an unspecified length of time, the customer contact reported that the clave secondary port on the cassette of the tubing set broke off. It was reported that an unspecified volume of solution leaked. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.